Manufacturer narrative:
At this time, the following information is unknown: type of stapler instrument involved with the reported operative complication, details regarding the alleged stapler misfire issue, and the date the surgical procedure was performed. Isi has attempted to contact the article correspondence of the journal article to obtain additional information regarding the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. According to the endowrist stapler 45 system manual, the following contraindication is noted: the stapler 45 system and stapler 45 reloads should not be used on tissue such as the liver or spleen, where tissue compressibility is such that clamping of the instrument would be destructive. The user manual also states: warning: do not use the stapler 45 system on bone or hard objects. In this case, it is unknown what specific tissue was involved with the alleged stapler misfire. In addition, the root cause of the alleged stapler misfire cannot be determined with the limited information provided. This complaint is being reported due to the following conclusion: within the journal article, it is noted that a patient experienced hemorrhaging after an unspecified stapler instrument allegedly misfired. Details regarding the instrument issue and operative complication are unknown.

Event description:
On 04/08/2016, intuitive surgical, inc. (Isi) received the world journal of surgery article titled, robotic liver resection: a case-matched comparison (kingham, et al., 2016). Within the article, the following is stated: in the one patient whose urgent conversion to open hepatectomy was due to a stapler misfire and resultant hemorrhage, the bleeding was controlled with robotic compression while an open incision was made. No further clinical information was provided regarding the reported event.